Manufacturer narrative:
The device was returned to solventum for analysis. Based on the photo and diagram provided, the reported issue is a drip chamber leak. Possible causes include pulling on tubing, excessive twisting of tubing, excessive force on tubing, or insufficient bond of tubing to drip chamber. Tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
It was reported that 3m¿ ranger¿ blood/fluid warming high flow set leaked during use. No injuries or medical interventions were reported due to the alleged malfunction.